Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer's blood glucose level was normal at the time of incident. Customer reported that the drive support cap appears normal. Customer was able to complete pump rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.